Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise oversensing which appeared to be electromagnetic interference that resulted in ventricular fibrillation (vf) detection. No patient complications have been reported as a result of this event.